Event description:
The customer reported that during a hysterectomy a piece of the device fell off and fell into the pt cavity. The material was removed. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.